Manufacturer narrative:
Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Patient awoke on (B)(6) 2011 with severe pain, redness, photophobia and epiphora. Patient admits to occasionally abusing her contact lenses such as over wear and falling asleep in them. The patient claims she removed the lenses the night prior to her symptoms. Patient was using clear care solution on a daily wear basis. Patient was prescribed vigamox and refresh tears and temporarily discontinued use for one month. There has been no reduction in visual acuity and patient's current ocular status has improved. Patient is back in lenses.